Event description:
It was reported that during a procedure the mini trek balloon was inflated but the balloon lost pressure. It was suspected that a balloon pinhole occurred. The device was removed without incident. There was no reported adverse patient effect. A second mini trek was used in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible on the shaft, as well as blood and contrast in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon would not inflate due to the dried contrast noted. After dissolving the contrast the analysis confirmed that there was a pinhole in the balloon above the distal marker. The balloon did not exhibit any traces of mechanical damage (scratches). Scanning electron microscopy (sem) analysis confirmed that there was a leak located along a fold/crease in the balloon and determined that the balloon failure may have been attributed to mechanical damage to the outer surface. The distal balloon marker and inner member also exhibited a ridge in the material. There was no report of any leaks noted during preparation for use, which may indicate that the pinhole was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon pinhole occurred as a result of the damage. The balloon material may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. No patient anatomical information was provided, which may have aided the investigation. The analysis also noted multiple bends throughout the entire length of the hypotube. However, since this damage was not originally reported, the kinks in the shaft were likely due to further handling during or after the procedure, as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing for balloon rupture pressure met manufacturing criteria. Based on the information received with this complaint, the analysis of the returned product and the result of the sem analysis, a definitive cause for the reported balloon damage cannot be determined. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.